Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va08cx3 serial# implanted: explanted: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a revision on 2016 (B)(6) to replace a lead that had migrated more superficially. It was noted that the patient had some falls in the past, but there were no further details on this. The rep was also told by the managing doctor that the patient was getting shocked. They thought the shocking was occurring in the pocket area, but they weren't sure about that. The implantable neurostimulator (ins) was also replaced on 2016 (B)(6), due to the shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.